Event description:
Upon investigation the reported condition could not be replicated. An internal investigation of the device revealed that there was pinched ribbon cable and ipc tubing. Icp tubing will be replaced during repair. Final acceptance test was conducted and passed. The pump was inspected to determine if any fluid ingress was present on the set ID. There was no ingress on the set ID. Pump was reverted back to manufacturing mode to conduct downstream calibration and verification tests, and passed both.

Event description:
Previous follow-up MDR addressed the issue of ds air sensor failure. Upon investigation the reported condition could not be replicated. An internal investigation of the device revealed that there was pinched ribbon cable and ipc tubing. Icp tubing will be replaced during repair. Final acceptance test was conducted and passed. Pump was reverted back to manufacturing mode to conduct downstream calibration and verification tests, and passed both. This follow-up will address the issue of failed set ID testing. Upon investigation, the reported issue was confirmed. An internal investigation of the device revealed that there was pinched ribbon cable and ipc tubing. Icp tubing will be replaced during repair. Final acceptance test was conducted and passed. The pump was inspected to determine if any fluid ingress was present on the set ID. There was no ingress on the set ID. Pump was reverted back to manufacturing mode to conduct front housing testing to test set ID, and testing had failed. Set ID and bubble detector assembly will be replaced during repair.

Event description:
Additional information has become available from a review of the device logs: sensor hardware failure (set ID sensor) awaiting device to be received in order to complete the investigation.

Event description:
The following was reported: biomed reported pump constantly alarms "air in line" even when no cassette is present, no patient harm and and no reports of issue stopping an active infusion. Preliminary evaluation of the device logs shows the following: sensor hardware failure (downstream air sensor) this stopped an active infusion. Fresenius kabi is reporting this as a conservative measure. No adverse event was reported. Further information is needed to complete the investigation.